Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial#: unknown, explanted: (B)(6) 2021, product type: extension. Product ID: 3387s-40, lot#: va0xbsv, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Product ID: 3387s-40, lot#: va0xbsv, implanted: (B)(6)2015, explanted:(B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-may-2018, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep) who reported the right brain lead eroded through the skin and was exposed. It was unknown what led to the issue. The entire deep brain stimulation (dbs) system was removed which resolved the issue.